Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. In addition, it was reported that a temperature alarm occurred while the battery was charging. Customer cleared the alarms and resumed insulin delivery. Customer¿s blood glucose level was between 120-130 mg/dl.